Event description:
The customer reported that higher than expected cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system for two patient samples during the same overnight shift. The actual patient results data and corresponding completion times was not provided by the customer the initial, elevated accutni result, above the normal reference range, was released from the laboratory. The patient was redrawn and the second sample's result was also elevated, above the normal reference range, and released from the laboratory. The patient was transferred to another hospital based upon the two elevated accutni results. The second sample was retested using another methodology, and the results were lower, within the normal reference range and considered valid. A third sample was drawn and the results were also lower, within the normal reference range and considered valid. The third result was reported outside the laboratory. The samples were drawn in lithium heparin plasma tubes and were centrifuged prior to testing. A routine system check performed prior to the event met instrument specifications. No instrument event log messages were generated in association with event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed type one customer feedback verification testing. All test results were regarded as acceptable. The fse performed preventive maintenance on the instrument. No hardware issues were identified. A definitive root cause could not be determined for this event to date.